Event description:
The pt reported that the infusion set tubing loosened at the luer lock, but was not torn through the inner tubing. The pt did report blood glucose of 548 mg/dl. The pt reported no symptoms with the elevated blood glucose. She changed out her tubing and gave herself a bolus to bring her blood glucose level down. She is not sure how the breakage of the tubing occurred, but stated this is the only time that this has happened. The pt discarded the affected product. No medical treatment was necessary.

Manufacturer narrative:
Product not returned for eval.